Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-09105, 0001825034-2018-09112.

Event description:
It was reported that during the procedure, the inserter tips of the juggerknot fractured while the surgeon was trying to insert them into the patient's bone. It is unsure if the fractured tips were retained inside the patient's body or not. The surgery was successfully completed with alternative devices. No additional patient consequences were reported.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the product returned. As per visual inspection, the tip of the inserter are fractured. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.